Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found.

Event description:
It was reported that the patient¿s implant was moved today because it interfered with his activity and the battery pack was uncomfortable. It was later reported that there was no 50% or greater symptom reduction. It was not working for him any longer and that his pain had gone away because he had been more active. The patient did not feel he needed the device any longer so no troubleshooting was done. The patient was doing well and recovering from surgery.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3550-29, lot# n250553, implanted: (B)(6) 2010, product type: accessory; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).